Manufacturer narrative:
Claim (B)(4). Originally the claim was determined to be reportable, but upon further review was determined to be non-reportable due to no patient contact. Claim # (B)(4).

Event description:
The reporter indicated that an implantable collamer lens . Lens observed upside down. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry) (B)(4).